Manufacturer narrative:
The insulin pump passed the self test and displacement test. The test energizer battery was removed from the battery compartment and the pump was monitored for 10 minutes. The pump powered up properly after insertion of the battery and no unexpected pump error 23 alarm were noted. No pump error 26 was noted during testing.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that they got pump error 23 and 26. The customer¿s blood glucose level was unknown .troubleshooting was not performed. The product will be returned for the analysis.